Manufacturer narrative:
Exact date of death is unknown. (B)(4). Results, conclusions: death, infection. Lung abscess and aplastic anemia prior to implant.

Event description:
A talent stent graft system was implanted in a patient for the treatment of a saccular 57mm in diameter and 70 in length thoracic aortic aneurysm in zone 4. The proximal neck was 28 mm in diameter. The distal neck was 27mm in diameter. It was reported that a stent graft infection was confirmed. Though antibiotics were given for treatment, the patient did not recover. Since the patient originally had a lung abscess and aplastic anemia as previous diseases, it was deemed that patient had not recovered from the infection. The patient¿s family decided not to treat the patient with surgical treatment. It was reported that the patient expired due to sepsis at another hospital; therefore, the date the patient expired is unknown. Investigator assessment states that the relationship to the product and procedure is no. Physician¿s comment: the cause of sepsis was stent graft infection. It seems that stent graft infection was not because of the procedure, it was because of the previous diseases such as lung abscess and aplastic anemia.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 15 months ago. Aneurysm and vessel morphology were not reported. It was reported that there was a distal type 1 endoleak on an unknown date. The physician elected to implant a talent stent graft distally and this successfully resolved the endoleak. No further intervention was performed and the pt is being monitored.